Manufacturer narrative:
The asp field service engineer (fse) found a loose connection going to the skinner valve causing an arc causing the smell. The fse replaced the air compressor and tested the unit for proper operation. The unit passed the testing and meets asp specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer was reviewed for six months (from january 2010 to june 2010) and found two other complaints open for a burning smell at this account. Both complaints were resolved under the same service order and one complaint did not result in any replaced parts. A review of the service history for five months after the alert date did not find any additional complaints for burning smell, indicating that the issue was resolved. Trending analysis for "scope residual liquid post processing" was completed for december 2009 through november 2010. The trend line lies below the upper control limit. Trending analysis for "odor/smells" was completed for december 2009 through november 2010. The trend line lies below the upper control limit. The fmea (failure mode effects analysis) was reviewed and showed that all related failure modes have overall risk numbers (rpn) below the threshold of 100. The hhe for residual hld (high level disinfectant - cidex and cidex opa solutions) present on scopes after being processed in asp aer was reviewed and the hazard / risk index was 6, or "low." The issue reported that the unit had a burning smell and was not blowing all of the water out of the scopes was resolved by the fse. It was discovered that a loose connection to one of the skinner valves caused an arc, resulting in the burning smell. The air compressor was replaced. The customer indicated that there was no claim of disinfectant residue as there was only water inside the scope. There were no reported human reactions or injuries due to the residual liquid or the burning smell.

Event description:
It was reported that an asp automatic endoscopic reprocessor (aer) emitted a burning smell and and was not blowing all the water out of the scopes. An asp field service engineer was dispatched to assess the unit onsite.